Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 2018 that on 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. There was no data log available to review. A bin file analysis was performed and errors were found. The reported event of a loss of connection was confirmed. A probable cause could not be determined.